Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "late onset nodules" and ¿the left cheek swollen and red¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions: patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events: per tables 1 and 2: injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects, possible treatment site responses post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported patient was injected to the lips with juvéderm volbella® xc. Seven months later patient was injected with juvéderm voluma® xc. One year later patient was injected to the fine lines, oral commissures, and marionette area with juvéderm volbella® xc. A few weeks later, patient developed a swollen and red left cheek and late onset firm palpable nodules at all sites injected with vycross technology over the last 2 years. The next month after symptom onset, patient saw a dermatologist thinking they had ¿skin issues¿. The dermatologist prescribed the patient a tapering dose of prednisone as well as antibiotics and clariton. Symptoms are ongoing. Patient had a flu shot 2 weeks prior to the last injection and had tetanus and typhoid shot 2 weeks after the last injection. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00364 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2018-00365 (allergan complaint # (B)(4)). This MDR is being submitted for the first injection with juvéderm volbella® xc.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Follow up with healthcare professional indicated symptoms have fully resolved.